Manufacturer narrative:
G1: MFR site zip/post code: (B)(6). Investigation results: device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Device technical analysis: the returned device consists of an embold fibered delivery system with the perforations intact. Visual examination revealed a stretched coil in the delivery sheath. Microscopic examination revealed a coil detached from the distal coupler while the coupler remains attached to the proximal coupler. The proximal coupler is bent. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as failure to follow instructions.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that the coil prematurely detached in the catheter. A 5x15 embold fibered was selected for use in an inferior mesenteric artery embolization procedure. The target location was moderately tortuous and moderately calcified. During the procedure, the coil detached early inside the middle part of the non-boston scientific catheter. The inner diameter of the catheter was 0.022 inches. The entire catheter was removed from the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a coil detached from the distal coupler while the coupler remains attached to the proximal coupler.